Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose was hospitalized. The customer's blood glucose was 135 mg/dl. The patient contacted their health care provider for high blood glucose. The customer stated that they have back up plan. The customer went to the doctor to get treated for high blood glucose. The patient feels ok to troubleshoot. The customer was admitted at (B)(6) medical on (B)(6) 2014. The customer was treated and released. The troubleshooting was performed. The customer was advised that the insulin pump is functioning as designed. The customer was advised to contact health care provider to determine what is causing high blood glucose.